Event description:
It was reported that this right ventricular (rv) lead became loose so the communicator could not send data. Technical services (ts) referred patient to the clinic to check the transmission. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there was no belief of lead dislodgement after chest x-ray was done. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead became loose so the communicator could not send data. Technical services (ts) referred patient to the clinic to check the transmission. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the patient was seen at an emergency room and had chest x-rays. It was not believed that the patient had a dislodgement, so no additional action was made.